Event description:
Consumer claims she awoke to find her humidifier emitting smoke and it appeared it was burning from the inside out. She alleges that the melting unit damaged her carpet. No injuries were reported w/this incident.